Event description:
Reportable based on device analysis completed on 03-oct-2018. It was reported that balloon deformation and slow inflation occurred. The target lesion was located in the superficial femoral artery. A 4.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during inflation there was a tiny portion of the balloon that did not inflate. It looks like there was a ring around the balloon that would not let it inflate. The device was removed from the patients body. The device was inflated once again to see the defect. The procedure with this device. No patient complications were reported and the patient status was fine. However, device analysis revealed a pinhole device evaluated by manufacturer: the returned analysis revealed the tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed witness marks in the balloon material located 8.2 cm from the tip, with balloon damage (pinch in material) located 7 cm and 21 cm from the tip, tip damage, and a pinhole in the balloon material located 12 mm distal from the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.